Manufacturer narrative:
Insulin pump was received with motor error alarm and motion sensor test failure alarm during rewind and motor position encoder error alarm confirmed in history file due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 400 mg/dl. During troubleshooting, found motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.